Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the balance phacoemulsification tip got broken from the bevel end during surgery. The procedure type was unknown. There was no information about patient impact. Additional information was requested and received that the surgeon had to enlarge the incision to take out some metal particles through forceps, after tip was broken. Additional information received that the patient underwent phacoemulsification quadrant removal with no patient impact.

Manufacturer narrative:
Additional information provided in b.1., b.2., b.5., d.9., h.3., h.6. And h.11. Additional information requested and received that the surgery was conducted on the same time and same day with no additional procedure was done to remove the tip. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information requested and received that the surgery was conducted on the same time and same day with no additional procedure was done to remove the tip.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification tip, in a tray, in a bag was received. The returned sample was visually inspected and was found to be non-conforming as the phacoemulsification tip was broken above the aspiration bypass hole. The breakage is very jagged and there was a crack in the cannula to the ab hole. The wall thickness was observed to be even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).